Event description:
It was reported that the patient presented to the emergency room with an atrio-ventricular block and no output from the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)